Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was loud. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device emitted a loud and unusual sound during use. Therefore, the reported condition was confirmed. It was further determined that the device had a cut in the cord near the connector (zone 1). It was further determined that the drive shaft was broken and that the flex circuit was cracked. It was further determined that the device failed the thermistor assessment (actual reading: open line; specification: between 1,000-15,000 ohms), the temperature assessment (actual reading: 128.8 degrees fahrenheit at 51 seconds; specification: <118 degrees fahrenheit at 10 minutes), and the safety assessment when the cutter rotated. The assignable root cause for these were due to excessive force being applied during use. It was determined that the hose damage in zone 1 by the muffler was caused by the manufacturing fixture, which was classified as improper assembly / manufacture. This issue has been captured to a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.